Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a patient order was not crossing to pyxis to pull up medication. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a patient order was not crossing to pyxis to pull up medication. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull up the medications. A technical support specialist (tss) dialed in to the group 4 ascension enterprise system (es) server and confirmed that the patient was on admitted status. The tss then ran an order query using the provided order identification number and observed that the order was cancelled. The tss advised the customer to resend the orders for further investigation, since no response from the customer, the tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the issue.